Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon used a ks-3ai , 16.5 diopter, preloaded injector on (B)(6) 2016 and the lens became stuck in the injector prior to insertion in the patient's eye. The lens was not implanted and there was no patient injury.

Manufacturer narrative:
Device evaluation: the device was returned in device tray. Visual inspection found plunger overridden, lens stuck in cartridge, and no visible damage to device. Work order search: no similar complaint was reported for units within the same lot. Corrected data: "the reporter indicated that the surgeon attempted to use a ks-3ai, 15.50 diopter, preloaded injector on (B)(6) 2016 and the lens became stuck in the injector prior to insertion in the patient's eye. The lens was not implanted and there was no patient injury." (B)(4).